Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, when transecting the appendix, the jaws of the device locked on tissue, they then used another stapler to fire at the base of the appendix, then they removed the damaged instrument with the tissue locked in the jaws with a kelly instrument. They had to push the knife back so the tissue is able to be sent for biopsy. Also a little black piece fell into the patient cavity and was removed with a pin. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted that the jaws of the loading units were clamped on tissue and the clamp bar had broken out of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Additionally, the investigation detected a secondary condition of the clamp bar had broken out of the anvil that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.